Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported the patient had the inflatable penile prosthesis removed due to a bump on the device and it was sticking. A malleable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 momentary squeeze (ms) pump was visual inspected, leaked tested, examined using microscope, and functionally tested; no misalignment or leak was found. The ams 700 inflatable penile prosthesis (ipp) cylinders were visual inspected, leaked tested, pressure tested, and examined using microscope. Both cylinders were returned with the input sleeve intact. Both cylinders had wear at a fold on the body. Cylinder 1 had two leaks on the cylinder body that were found to be a result of sharp instrument damage from explant in which the outer tubing was cut. Broken fabric threads were also present. Due to the leaks on the cylinder body, no pressure test was performed. Cylinder 2 had wear on the outer tubing from the kink resistant tubing (krt), however, no leak was found. Cylinder 2 passed the pressure test. The pump was functionally tested and did not pass the activation test. Product analysis concluded the activation issues could affect the functionality of the device as the reported mechanical issue. Product analysis confirmed pump malfunction but was unable to confirm the cylinder bulge.

Event description:
It was reported the patient had the inflatable penile prosthesis removed due to a bump on the device and it was sticking. A malleable penile prosthesis was implanted. No patient complications were reported.